Manufacturer narrative:
Product was received 06/09/2014 and evaluated on 08/19/2014 by qe and a breach in the transformer housing was discovered. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4). A visual examination of the power supply revealed the transformer housing was cracked open, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The power supply was not plugged in so the voltage across the dc plug was not measured. Resistance across the dc plug was measured as 0.780 ohms and indicates that there is not a short in the dc cord. The resistance across the ac blades measured as 5.57 ohms, which is normal and indicates that the thermal fuse did not blow.

Event description:
The customer called to originally report low suction with her pump in style. Upon receipt of the product and qe evaluation a breach in the transformer housing was observed, which is a safety risk.